Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces. Final analysis found an external insulation abrasion at 38.0 cm to 38.4 cm from the distal end, breaching the outer insulation proximal to the suture sleeve tie mark. The damage was consistent with friction to lead-to-can. The cause of noise was due to the exposure of the outer coil at the abraded region. All other damages were procedural.

Event description:
New information received notes that the patient's atrial and right ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17073. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial and right ventricular lead were exhibiting noise. No intervention was performed. The patient was stable.